Event description:
Event description cpi received information that during an invasive procedure to replace a competitor's lead that had dislodged, the set screw of this implantable pulse generator (ipg) was stripped and the ipg had to be explanted.